Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the persona knee instrument fractured and all pieces were returned.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. Reported event was confirmed by review of device returned. Visual examination concludes that the returned device is fractured, exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post, all pieces were returned. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a design deficiency. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.